Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation information: the device was found to operate within specification. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
An underinfusion was reported during the use of an infusor elastomeric device. The expected infusion time was 46 hours, though some solution remained in the device after approximately 58 hours. There was patient involvement; however, no patient injury, medical intervention, or adverse reaction was associated with the event. The infusor device was filled with 72ml of 5-fu and 5ml of saline (not baxter products). No additional information regarding this event was available.

Manufacturer narrative:
(B)(4). (B)(6). One actual unit was received with 5ml of fluid in its bladder. A functional flow rate test was performed on the unit. The flow rates were found to be within the specification range for the product. The initial evaluation could not confirm the reported condition. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.